Manufacturer narrative:
(B)(4). Additional information requested and received: what was the patient gender, bmi? Patient was female, bmi between 40-50. What color cartridges were used throughout procedure? Were peri-strips used on all firings? Gst60g was used for all firings, peristrips were used on all firings. Was any staple formation issues noted during initial or secondary procedure? There were no staple formation issues noted. How was the leak diagnosed? Leak was diagnosed with cat scan. Was the patient compliant with post-op dietary regime? Surgeon believes patient was compliant. Patient doing well. Discharged (B)(6) 2016.

Event description:
It was reported that after a laparoscopic sleeve gastrectomy procedure, the patient presented with symptoms of a leak on post-op day four. Patient came to the emergency room on post-op day five and was diagnosed with a gastric leak at the area of the gastric fundus. Patient was taken to the operating room and a laparoscopy was performed. The area of the leak was identified and was closed with several figure of eight sutures. The surgeon stated that the leak appeared to have occurred at the very end of the final staple firing. This was a green cartridge (gst60g) and peristrips were used on the initial surgery.